Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode and was unable to be interrogated. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of backup operation and no communication was confirmed. Analysis of programmer printouts found the device went into backup mode due to a power-on-reset (por). The cause of the power-on-reset and no communication was due to low battery voltage and rapid battery depletion. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Battery analysis did not find any defects that would cause rapid battery depletion. The cause of the rapid battery depletion and low battery voltage could not conclusively determined.